Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the sleeve covering the non-patient ripped off. There was no report of patient impact.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set d2b: medical device type: jka h.6 investigation summary material #: 367393 lot/batch #: 2069187 bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.